Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had a power issue ¿ does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2019. The patient manages her diabetes with insulin (self-adjuster) and made no change to her diabetes management in response to the alleged product issue. The patient denied that she developed any symptoms¿. The patient stated that on (B)(6) 2019 she went to her doctor and she obtained a blood glucose reading of 640mg/dl on the doctors meter and as a result the doctor increased her insulin prescription from 20 units to 40 units. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, there was no misuse of the meter, the correct test strips were being used and when the patient inserted a new strip the meter did not turn on. Based on the information provided the patient did not notice a battery indicator appear prior to the meter not turning on. However, when patient pressed the power button the meter did power on. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.